Manufacturer narrative:
A medtronic representative went to the site to test the system. The representative adjusted inner gantry and x-stage covers to prevent loud popping and dragging sound as described. X-stage cover was marginally damaged, hindering gantry from moving completely out in x. Removed x-stage cover, removed divots and re installed. Tested full motion to max position in x. The system performed as intended. Other relevant device(s) are: product ID: bi71000158 (kit svc o2 cvr x-stg) the following codes apply to product ID: bi71000158 (kit svc o2 cvr x-stg) (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the representative just uncrated the unit and it was making a loud popping noise when the door was opening and a dragging noise when driving in reverse. There was no patient involved. Additional information received and it was reported that the represented adjusted (repositioned) inner and x-stage to prevent popping and dragging on front covers. He also removed x-stage cover and hammered out divots on cover to prevent x-drive track from getting pinned in position when moving out in x..